Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. No abnormalities were found during the evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported that on behalf of the customer that the 4k camera head image repeatedly flickered for 30 to 35 minutes from the start. The screen dimmed and turned on repeatedly. This issue was found during the therapeutic total laparoscopic hysterectomy procedure. The procedure was completed with the same equipment. There were no reports of patient harm or impact associated with the reported event.